Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the high and low glucose alarms were unable to be activated with the freestyle libre 2 sensor, after insertion (set to alarm under 70 mg/dl or above 240 mg/dl). The customer subsequently experienced a loss of consciousness due unavailability of alarm and was treated with sugar-water by a third-party. There was no report of death or permanent injury associated with this event.